Event description:
Customer reported that the insulin pump's display was blank. Customer did not recall any significant events leading up to the issue. During troubleshooting, customer was able to get the display to reappear, but it went blank again. Blood glucose level was 140 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.